Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intr a-operatively, the registration was off despite the fact that the displayed error was 1.9 millimeters. When the accuracy was checked, the probe was placed on the tip of the nose but the point was displayed towards the back of the head. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was noted that a probable cause was improper tracing during the initializing step; no points collected on the nose were seen although the representative confirmed that they did trace on the nose.